Manufacturer narrative:
(B)(6). Complaint conclusion: the helipaq was returned for analysis and the coil was received unsheathed and unprotected. The device positioning unit (dpu) and coil were separated completely from the sheath. Located off the proximal end are two severe connected kinks located at 57 and 58cm on the hypotube. The proximal end of the coil was severely damaged. The remainder of the coil was undamaged. No microcatheter testing could be performed since the device was not returned. The distal tip of the skive had severe mechanical sheath damage resulting in an opened skive. The coil was returned severely damaged and completely separated from the introducer sheath. The circumstances of how and where this damage occurred to the coil cannot be determined. Due to the coil damage, no laboratory testing was possible. Therefore, the root cause of the coil¿s resistance and rigid feeling cannot be determined. In addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. Since there was no evidence of a manufacturing issue related to the event, no corrective action will be taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
During coil embolization of an anterior communicating artery aneurysm, the doctor described the helipaq 10 cerecyte microcoil as feeling more rigid than what he was accustomed to, and product analysis found that the coil was severely damaged.